Event description:
The following has been reported: "error message "err 51-001 speaker." Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.